Event description:
The customer reported the collimator shut down and as a result the system failed to acquire an image. This resulted in a loss of imaging functionality. No patient death or serious injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The fse found no issues with the collimator; however, the fse determined the reported issue was due to a defective ii. The ii was replaced. The collimator was realigned. The system was tested and found to be working as intended and returned to service.